Event description:
It was later reported the patient had a revision on (B)(6). It was stated the patient had great coverage and was very happy.

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger. Product ID 37743, serial# (B)(4), product type programmer, patient product ID 3888-45, lot# v498309, implanted: 2010-(B)(6), product type lead, product ID 3888-45, lot# v498309, implanted: 2010-(B)(6), product type lead, product ID 3776-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead, product ID 3708220, serial# (B)(4), implanted: 2010-(B)(6), product type extension. (B)(4).

Event description:
It was reported that patient would be having a lead revision the following week due to the lead migrating and feeling ¿bad¿ stimulation.

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but that they were working with their doctor or manufacturing representative. It was noted that the patient had an appointment thirteen days prior to report.

Event description:
It was reported that one of the patient¿s lead moved up and they did not know why. The reporter stated this happened in (B)(6) 2012. Additional information was requested, but was not available as of the date of this report.